Event description:
Patient with veptr was horseplaying with friends and hit his back. Patient began experiencing pain. An x-ray taken indicates the hardware appeared to have dislodged from the rib. Surgeon recommended removal of the hardware and probable fusion. No decision has been made on a revision procedure.

Manufacturer narrative:
Subject device remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.